Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0 , model: sc-2316-50e, serial: (B)(6), batch: 7252249.

Event description:
It was reported that the patient experienced muscle spasms and device was not helping. The trial leads were pulled out and will not be returned per hospital policy.